Manufacturer narrative:
The field service rep determined the cause to be the ise reagents and replaced them. Ise calibration and qc were performed to verify the analyzer performance with all results okay. Pt samples were also ran and compared okay with another analyzer.

Manufacturer narrative:
The field service rep determined the cause to be the ise reagents and replaced them. Ise calibration and qc were performed to verify the analyzer performance with all results okay. Pt samples were also ran and compared okay with another analyzer.

Manufacturer narrative:
The field service rep determined the cause to be the ise reagents and replaced them. Ise calibration and qc were performed to verify the analyzer performance with all results okay. Pt samples were also ran and compared okay with another analyzer.

Manufacturer narrative:
The field service rep determined the cause to be the ise reagents and replaced them. Ise calibration and qc were performed to verify the analyzer performance with all results okay. Pt samples were also ran and compared okay with another analyzer.

Event description:
The user stated she is having problems with her ise results running low and had to send out corrected reports. Six pt samples were involved. The sodium results for these six pts are considered discrepant. All results are in mmol per l. All repeat testing was performed on another analyzer. Initial result was 127, repeat result was 137. The user states she does not believe any pts were affected, however, does not have any specific info and will not be able to provide this info.

Manufacturer narrative:
The field service rep determined the cause to be the ise reagents and replaced them. Ise calibration and qc were performed to verify the analyzer performance with all results okay. Pt samples were also ran and compared okay with another analyzer.

Manufacturer narrative:
The field service rep determined the cause to be the ise reagents and replaced them. Ise calibration and qc were performed to verify the analyzer performance with all results okay. Pt samples were also ran and compared okay with another analyzer.

Event description:
The user stated she is having problems with her ise results running low and had to send out corrected reports. Six pt samples were involved. The sodium results for these six pts are considered discrepant. All results are in mmol per l. All repeat testing was performed on another analyzer. Initial result was 125, repeat result was 135. The user states she does not believe any pts were affected, however, does not have any specific info and will not be able to provide this info.

Event description:
The user stated she is having problems with her ise results running low and had to send out corrected reports. Six pt samples were involved. The sodium results for these six pts are considered discrepant. All results are in mmol per l. All repeat testing was performed on another analyzer. Initial result was 130, repeat result was 140. The user states she does not believe any pts were affected, however, does not have any specific info and will not be able to provide this info.

Event description:
The user stated she is having problems with her ise results running low and had to send out corrected reports. Six pt samples were involved. The sodium results for these six pts are considered discrepant. All results are in mmol per l. All repeat testing was performed on another analyzer. Initial result was 127, repeat result was 138. The user states she does not believe any pts were affected, however, does not have any specific info and will not be able to provide this info.

Event description:
The user stated she is having problems with her ise results running low and had to send out corrected reports. Six pt samples were involved. The sodium results for these six pts are considered discrepant. All results are in mmol per l. All repeat testing was performed on another analyzer. Initial result was 131, repeat result was 140. The user states she does not believe any pts were affected, however, does not have any specific info and will not be able to provide this info.

Event description:
The user stated she is having problems with her ise results running low and had to send out corrected reports. Six pt samples were involved. The sodium results for these six pts are considered discrepant. All results are in mmol per l. All repeat testing was performed on another analyzer. Initial result was 128, repeat result was 137. The user states she does not believe any pts were affected, however, does not have any specific info and will not be able to provide this info.